Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock in the primary vector from this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device, while exercising. A technical service consultant was requested to review device data. Ts confirmed oversensing of noise, resulting in an inappropriate shock, and changes in morphology. Ts provided programming options to primary vector and suggested exercise testing. The device remains implanted. No adverse patient effects were reported.